Event description:
The reporter stated that rptr did meter to lab comparison tests, side by side, both venous. Reporter's meter reading was 155mg/dl, and the lab test result was 125mg/dl. Reporter did not have any symptoms. A control solution test was not done due to lack of supplies. On followup, rptr stated that the reporter checks the confirmation dot, and described an accurate testing technique. Reporter stated that rptr has been cleaning reporter's meter on a regular basis. No harm was alleged.